Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via legal documentation that the customer was hospitalized on (B)(6) 2013 with severe diabetic ketoacidosis. The reporter stated the customer woke up the morning of (B)(6) 2013 with severe nausea and vomiting. It was found the customer's blood glucose was around 400 mg/dl. It was also reported the customer was pregnant at the time of the hospitalization. The customer was wearing the insulin pump at the time of hospitalization. The reporter stated the hospitalization led to the delivery of the customer's son on (B)(6) 2013. It was also reported the customer's diabetic ketoacidosis episode led to the death of the newborn baby at (B)(6) gestation. The newborn passed away on (B)(6) 2013 from hypoxic ischemic encephalopathy and multi-organ system failure. The insulin pump will not be returned for analysis.